Event description:
It was reported that the pulse generator exhibited inappropriate measured data; 2.75 v, magnet rate of 98.5, 9 ua and 15.8 kohms. 15.8 kohms was believed to be a falsely high battery impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.